Event description:
It was reported that "the lag screw reamer, distal tip broke off and remains in the pt."

Manufacturer narrative:
Additional info requested and if received will be submitted on a supplemental report.